Event description:
A medtronic strata ii ventriculo-peritoneal (vp) shunt was implanted into a patient. Post-operatively, it was radiographically recognized that the valve lacked the radio-opaque markings required to confirm its orientation and pressure settings. In addition to this patient, another patient was implanted with a defective medtronic strata ii vp shunt valve on the same day [date redacted] at another hospital. After recognition of this implanted vp shunt valve defects, remaining medtronic strata ii vp shunt valves in inventory were radiographically tested while remaining in their unopened packaging. The devices in inventory were also found to be defective for the same reason¿no radiographic markings on the shunt valve. The lot numbers for these medtronic strata ii vp shunt valve devices were 0219081908 and 0218417810. Manufacturer response for ventriculo-peritoneal shunt valve, strata ii (per site reporter). Supply of new product and received list of defective lot numbers.